Event description:
It was reported that the patient presented for an implant procedure. It was noted that the lead exhibited high capture thresholds and low sensing amplitudes. The lead was exchanged during procedure on (B)(6) 2022. The patient was stable.

Manufacturer narrative:
The reported events of high capture threshold and sensing issue were not confirmed . As received, a complete lead was returned in one piece. Visual examination, x-ray examination and electrical test were normal with no anomalies found.